Event description:
According to the distributor report, during a follow-up visit with an account, sales representative was informed that during a laceration repair to the eye area, dermabond topical skin adhesive dripped onto the eyelashes. Vaseline and mineral oil were applied, but the eye could not be opened. The patient was referred to the opthalmologist. The opthalmologist trimmed the glued portion of the eyelash away and the eye could be opened. No further treatment was required.